Manufacturer narrative:
Bayer case number: (B)(4). Joint pain and tendonitis increasing in intensity over time [arthralgia aggravated] . Joint pain and tendonitis increasing in intensity over time [tendonitis exacerbated] . Limitation of the walking perimeter [walking difficulty]. Limitation of activity [decreased activity]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 30-oct-2024. The most recent information was received on 07-nov-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of arthralgia ("joint pain and tendonitis increasing in intensity over time") in an adult female patient who had essure inserted (lot no. A06684) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On unknown date she experienced arthralgia (seriousness criterion medically important), tendonitis ("joint pain and tendonitis increasing in intensity over time"), gait disturbance ("limitation of the walking perimeter") and decreased activity ("limitation of activity"). At the time of the report, the decreased activity had not resolved. The outcomes for arthralgia, tendonitis and gait disturbance were unknown. No causality assessment was received for essure with regard to arthralgia, tendonitis, gait disturbance or decreased activity. The reporter commented: period of occurrence: for 10 years, joint pain and tendonitis increasing in intensity over time. Patient¿s current status: limitation of the walking perimeter. Limitation of activity etc. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 102 kg. Lot number: a06684, manufacture date: 2012-05, expiration date: 2015-05. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 07-nov-2024: quality safety evaluation of ptc. Case comments: a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
Bayer case number: (B)(4). Joint pain and tendonitis increasing in intensity over time [arthralgia aggravated]. Joint pain and tendonitis increasing in intensity over time [tendonitis exacerbated]. Limitation of the walking perimeter [walking difficulty]. Limitation of activity [decreased activity]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 30-oct-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of arthralgia ("joint pain and tendonitis increasing in intensity over time") in an adult female patient who had essure inserted (lot no. A06684) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On unknown date she experienced arthralgia (seriousness criterion medically important), tendonitis ("joint pain and tendonitis increasing in intensity over time"), gait disturbance ("limitation of the walking perimeter") and decreased activity ("limitation of activity"). At the time of the report, the decreased activity had not resolved. The outcomes for arthralgia, tendonitis and gait disturbance were unknown. No causality assessment was received for essure with regard to arthralgia, tendonitis, gait disturbance or decreased activity. The reporter commented: period of occurrence: for 10 years, joint pain and tendonitis increasing in intensity over time. Patient¿s current status: limitation of the walking perimeter. Limitation of activity etc. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 102 kg. Case comments: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.